Event description:
During use in an operating room procedure, the unit began to emit excessive smoke near the unit itself and from the blanket on the pt. Unit was unplugged and removed from the room. The external case of the warmtouch unit was deformed on the lower left side. Upon examination, the clinical engineering dept found that a motor capacitor, mounted internally near the lower left side of the case, was mostly charred and had a hole in its side. The entire lower section of the capacitor was charred and the can had a burned hole leaving just ash accumulated inside the lower section of the capacitor. This appeared to be an outright failure of this component. We returned the device to the MFR under (B)(4) for a formal failure analysis. We contacted the MFR and filed a formal FDA complaint related to this failure. The MFR indicated that their MDR number is 2396999-2010-00959. As of this report date, we have not rec'd any info from the MFR.